Manufacturer narrative:
Follow-up # 1 ¿ (02/10/2015) correction.the initial report did not state the test strips also had a secondary issue identified.a secondary issue of an error 4 message was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
Device evaluation: mss reviewed pa test results for this complaint. Lifescan received the test strips involved with this complaint (B)(6) 2014. Device evaluation was completed on (B)(6) 2015. The test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found not to be compromised during a gross leak test, the vial passed pdt testing. The desiccant within the subject vial was found to be to be saturated by moisture. The vial failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. In (B)(6) 2014, the reporter contacted lifescan USA alleging that the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of "169 mg/dl" with the subject meter and "169 mg/dl" on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results meets lifescan¿s criteria for accuracy. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.